Event description:
The download data for a (B)(6) male patient revealed "gel previously released flags" without prior gel release flags. Zoll customer support contacted the patient and issued him a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (add gel/replace belt messages) was confirmed. As received, the electrode belt failed incoming testing. Upon investigation, the cable connecting the distribution node (dn) to rear therapy pad (te) was pulled from the strain relief. The cause of the test failures and messages was the pulled dn to rear te cable. The root cause of the pulled dn to rear te cable cannot be positively identified but is likely due to excessive force on the cable section. No adverse event resulted from the damaged belt. The patient was issued a replacement electrode belt.